Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy during procedure to treat severely calcified proximal, mid and distal lesion in the superficial femoral artery (sfa), posterior tibial artery (pta), anterior tibial artery (ata), peroneal artery and pedal artery with 80-90% stenosis and then 100% stenosis in the tibials. The vessels diameter are 6mm in sfa, distal pt re-constituted segments 3 - 3.5mm. The lesions length is 200cm and sfa/tibials supported by collaterals only. The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that the device jammed during procedure, and a piece of plastic was noted to be shaved off of something unknown outside the body once hawk was removed. This was a heavily calcified sfa where the hawk was used to excise the calcium. The thumb switch jammed several times during use, was cleaned successfully and re-used until it could not be used anymore and when retrieving the device, a plastic shaving was noted separated off the device on the back table. It was then indicated by the physician that this was not the first time this has happened to them with the hawks. Physician did not give specifics and could not remember specifics, but indicated this was the 3rd or 4th time this issue was experienced. Physician was unclear on which devices, but said issue was experienced in calcified cases. Left sided access with non-medtronic 7fr sheath. Up and over to treat right sfa. Hawk went over 7mm spider fx. Hawked long calcified sfa successfully. Hawk jamming occurred a number of times during the procedure, but was corrected with moving the thumb-switch back and forth in-vitro proximal to the lesion. Hawk was successfully cleaned 2-3 times before the malfunction. Once hawk jammed and could not be corrected, it was removed and noticed the hawk nosecone defect near the cutter window and plastic piece on the back table. The piece of plastic was found in the back table after the device was removed. The cutter was being held inside the device actively, by the tech keeping forward pressure on the thumbswitch, during the device removal. Physician ballooned post hawk with success and then went to retrieve the spider. Upon retrieval of the 7mm spider it would not retrieve through the non-medtronic 7fr sheath due to embolic burden in the filter. A trailblazer was advanced through sheath and some plaque were successfully retrieved through the trailblazer with a 30cc syringe att ached to end of an 0.035 trailblazer. However, not enough plaque could be extracted, and the sheath and spider had to be removed from the patient together with the spider outside of the sheath but proximal mouth captured with retrieval end of spider system. The ph ysician was not concerned with the spider fx and reported that it did the job well. It was reported it was too full of plaque. The spider was intact at removal. Physician successfully placed a 0.035 wire in the sheath so access could be regained with a new sheath which ended up being a non-medtronic 7fr 45cm sheath. No plastic was noted in the retrieved filter. Upon re-engaging the left leg again, slow flow was noted to the distal collateral vessels which were collaterals only, with a reconstitution to the pt only, and was surmised that because of the slow flow, some distal embolization must have taken place. The patient had no native tibial vessels to start with, so only the collaterals were providing flow to the distal reconstituted pt which was keeping the foot vascularized. After several doses of vasodilators, physician was unsuccessful at regaining a dopplerable flow to the distally reconstituted pt which provided most of the foot's flow, so an attempt was made to cross the native and totally occluded at to open up a native vessel but was unsuccessful. Physician checked once more at the end of the case for a dopplerable pt and this time was successful at hearing I t. The patient will be brought back in 2 weeks to open up the distal tibial arteries. A retrograde and antegrade approach will be attempted. The hawk event itself was witnessed on the back-table and do not believe any plastic embolized in the patient, but cannot be 100% sure. There was no issues noted with the trailblazer. All devices were safely removed from the patient. There was no vessel damage noted. There was no patient injury. Patient is doing great.